Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2013. The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported that the patient experienced ¿loose at transfer set at the end of the pd catheter¿ also described as disconnection between transfer set and a titanium adapter. On an unknown date approximately eleven months prior to receipt of this report the patient experienced and was hospitalized for peritonitis. The peritonitis was manifested by abdominal pain. The patient began treatment with intraperitoneal vancomycin twice a week for 3 weeks (dose not reported). On an unreported date, the same month, treatment with vancomycin was discontinued. The cause of the peritonitis was reported to be that the patient experienced ¿loose at transfer set at the end of the pd catheter¿. On an unreported date, the same month as onset, the patient was discharged from the hospital. On an unreported date the following month, the patient began treatment with intraperitoneal rifampicin (dose and frequency not reported) for peritonitis. On an unreported date approximately two months later, treatment with rifampicin was stopped. It was reported that the patient recovered from this peritonitis event the same month the rifampicin was discontinued. No additional information is available.